Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed tear through the shell resulting in outer lumen deflation.

Event description:
Alleged implant deflation resulting in explantation.

Manufacturer narrative:
Statement from physician: the right breast implant looks significantly smaller and causes patient pain. Doctor diagnosed deflation on (B)(6) 2019. Patients second deflation.

Event description:
Alleged implant deflation resulting in explantation.